Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve kept moving towards the ventricle and was recaptured three times before being deployed. After deployment, there was severe paravalvular leak (pvl). A second valve was implanted valve-in-valve, resulting in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.